Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after the implantable cardioverter defibrillator delivered inappropriate shocks. The shocks were delivered for supra ventricular tachycardia. The patient was admitted to the hospital on a cardizem drip. The patient was stable.